Event description:
Customer reportedly received results of 452 mg/dl on the advantage system and 206 mg/dl on professional device within 10 mins. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.